Event description:
A report was received that the patient¿s remote control would not communicate with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg was not suspected of malfunction. There will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s remote control would not communicate with the ipg. The patient will undergo an ipg replacement procedure.